Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the pump was "not working" and not delivering insulin. Blood glucose was 400 mg/dl. The customer reverted to using manual injections for insulin therapy. The customer declined tandem technical support's offer to troubleshoot. Although multiple attempts were made by cts and tandem clinical diabetes specialist for additional information, the customer did not reply.